Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised due to poly wear on (B)(6) 2015. The head and liner were removed an replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information received. (B)(4).